Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received button error alarm and battery out limit alarm. It was reported that the alarms could not be deleted. The customer's blood glucose level was reported to be 151.2mg/dl. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. All operating currents were within specification, and no unexpected low battery, battery out limit or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked display on the window corner, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a missing end cap sticker.